Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer¿s database indicated the patient died approximately five months after device system implanted. Additional information obtained noted the cause of death as acute pulseless electrical activity arrest. The last device check was approximately one month prior to death and noted normal device function. Additional information related to the circumstances of death has been requested and is not available.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Concomitant product: 5076-45 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).